Event description:
It was reported that, "infected knee. Doctor removed insert, cleaned out the area and debrided the area, and implanted a new insert."

Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm cannot be confirmed in the lab due to a lack of sample. A batch review was performed on the associated lot (h10f10046) with no issues noted. Per the complaint information, the cause of the alarm is user error - the patient connected before priming was complete. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the check lines and bags alarms is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a check lines & bags alarm that appeared on the homechoice (hc) display during prime. During troubleshooting, it was found that there was air in line. The home patient (hp) was connected and the hc machine was not primed completely. The technical service representative (tsr) explained that hp would have to start over with new supplies and to fully read the display before connecting herself. The hp understood explanation and would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp regarding the air in line, it was revealed that the issue was resolved, and that she had resumed therapy. The hp confirmed that she did not have any injury or harm as a result of this incident. The hp did not report any defects on the supplies. Per hp, she is doing fine. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.